Event description:
It was reported that 2 smartsite needle-free connectors could not be flushed/draw blood through due to blockage/occlusion. The following information was provided by the initial reporter: "smartsite connector cannot be flushed or draw blood through it health care professionals reported that the some of the connectors are not able to be flushed nor are they able to draw any blood through them. Not all are affected just some."

Manufacturer narrative:
H.6. Investigation: one 2000e-04 sample was received for investigation in sealed packaging from lot 20115204. Further information provided by customer indicates that occlusion was identified whilst connected to introcan safety IV catheter; however the connecting product in use at the time of the customer's experience was not returned to assist the investigation. A visual inspection of the returned smartsite did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. Functional testing was performed by connecting a retained 5ml bd luer slip syringe and a 50ml bd plastipak syringe from stock to the returned sample; no flow restrictions or occlusions were identified. A review of the production records for lot 20115204 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customer's experience could not be determined as no occlusion or flow restriction was observed during testing of the returned smartsite. CAPA#1998036 was initiated.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 smartsite needle-free connectors could not be flushed/draw blood through due to blockage/occlusion. The following information was provided by the initial reporter: "smartsite connector cannot be flushed or draw blood through it health care professionals reported that the some of the connectors are not able to be flushed nor are they able to draw any blood through them. Not all are affected just some."